Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results predicted from three different patient samples processed on a vitros eci immunodiagnostic system. Patient 1: 0.246ng/ml vs. <0.012 ng/ml, patient 2: 0.148 ng/ml vs. <0.012 ng/ml, patient 3: 0.123 ng/ml vs. <0.012 ng/ml. The falsely elevated vitros tropi es results were reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Action was taken on two of the three patients based on the falsely elevated vitros tropi es result. One patient was treated with a beta-blocker, anti-coagulant, and nitro patch. The other patient was already on an anti-coagulant but the dosage was altered. Corrected results were issued for the three patients. There was no allegation of patient harm resulting from the action taken. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results were predicted from three different patient samples processed on the vitros eci immunodiagnostic system. A definitive root cause for the event could not be determined. An ocd field engineer performed service actions to optimize analyzer performance. Vitros tropi precision testing performed prior to service was within acceptable guidelines, and no post service vitros tropi precision testing was performed. Therefore a possible instrument issue contributing to the event could not be confirmed. Duplicate patient sample testing for a period of approximately 10 days following the service actions showed no recurrence of non-repeatable higher than expected results which the customer used as verification the issue was resolved. A vitros tropi reagent issue could not be ruled out as a contributing factor based on elevated imprecision observed with the level 1 control fluid for the one month time period prior to the event. Additionally, the investigation confirmed that the samples involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.